Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution bag disconnected from the cassette line during use. The patient was connected at the time of the event. This occurred during drain four of four of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The technical services representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.